Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the patient they were experiencing a sharp jolt of something and then it would go away. The patient reported they had 3 of them and then they would go away. The patient confirmed the sharp jolt she felt was related to positional movement; that it was mostly from when they were in the sitting position, like driving in a car. The patient also reported they were experiencing accidents like before they had the trial done/a return of bladder symptoms. The patient noted they had called to inquire how they could find the ¿lightening bolt, and they confirmed they hadn¿t taken any actions prior to the call. The patient was then able to sync with the programmer on the call and it showed that stimulation was on. The patient initially was seeing poor communication with their bandage present which they were able to surpass when they were able to communicate successfully after removing their bandage, which their health care physician (hcp) had advised they could do. It was reviewed with the patient that since they were experiencing pain while sitting they could consider decreasing stimulation when sitting or they could turn the device off completely. The patient stated they hadn¿t been instructed on when to switch programs so the patient was redirected to their hcp to discuss their reported issue and any possible program changes. There were no further complications reported/anticipated.